Manufacturer narrative:
System analysis/service repair on april 09, 2018: the reported issue of "error 302.13 and 832¿ could not be duplicated, however the error codes were noted in error log. Removed and replaced the top cover. Tested all the functions of the laser; tested all power output from the laser. Checked and calibrated detectors. The error occurred before the warming of the laser was completed. No problems were found at this time. The laser was tested and verified to meet manufacturer¿s specifications.

Event description:
It was reported that during preparation of a surgical procedure, error 302.13 and 832 came up when the laser was first turned on. The laser was restarted but the issue was not resolved. The procedure was not performed due the error code issue persisted. Patient outcome: no injury to the patient was reported.

Manufacturer narrative:
The fru lcd with cvr, xps, rohs was received at the manufacture on may 02, 2018.

Manufacturer narrative:
Product evaluation: the fru lcd with cvr, xps, rohs was evaluated on june 07, 2018 and noted that visual inspection indicated no damage to the box and external appearance noted that lcd unit is in good condition. A hps/xps touch screen functional test performed noted that lcd visual display quality was ok, passed the card reader function, touch screen function test failed. Display shows error/ problem 832 was noted. The lcd with cvr will be scrapped. Probable root cause: based on fa results, the probable root cause was touch screen not functioning.